Event description:
Voluntary medwatch received states that the patient presented with episodes of high ventricular rate (hvr) caused by over-sensed noised exhibited by the right ventricular lead. No further information was available.